Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during right pulmonary vein (rpv) ablation, the patient¿s blood pressure dropped, after the procedure was ended, pericardial effusion was confirmed by echocardiography, and the drainage procedure itself was completed without any problem. The patient¿s vitals were stabilized with drainage and subsequently improved. The physician commented that anatomy was difficult, and breathing was not stable. Causality with product unknown. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable

Manufacturer narrative:
On 23-jan-2022, bwi received additional information regarding the event. The physician¿s opinion on the cause of this adverse event: patient condition. The physician commented that since the patient's anatomy was difficult and the patient's breathing was not stable, the event occurred due to patient condition. Patient outcome of the adverse event was reported as improved. It was not reported extended hospitalization was required. Transseptal puncture was likely performed since the procedure was pvi. But needle product details was unknown. Prior to noting the CT ablation was performed and there was no evidence of steam pop. The event occurred during ablation phase. The blood pressure was decreased during ablation near rpv and pericardial effusion was confirmed with echogram after the procedure completed. It was not reported that inappropriate use was conducted without IFU. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).